Event description:
According to the complaint of 15-oct-2012, the recipient had intermittency issues in september 2009, but recipient's performance was stable after disabeling 3 channels. The user was seen on (B)(6) 2020 and although he did not report any change in benefit, speech testing indicated a decline in performance. The user was re-implanted on (B)(6) 2020. This report refers to 9710014-2012-00373. For further information please refer to this report.